Event description:
An olympus field service engineer (fse) reported the subject was not displaying an image. The reported issue occurred during reprocessing of the subject device. No patient was involved.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed. It was observed when the subject device was connected, a black screen appeared. Blackout screen was found to be caused due to creases at the cable near the charge-coupled device part. When the protector was taken off, it was found the coating of the cable was loose and detached. The issue was resolved upon replacing the faulty cable with a test cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty cable has been confirmed. Therefore, the phenomenon ¿no image¿ likely occurred due to a faulty cable causing the video to not display an image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.